Event description:
Additional information was received noting that this event was noted prior to the intended procedure. The procedure being performed was a colonoscopy. Per the initial reporter, this procedure was completed using the subject device with no complications for the patient.

Manufacturer narrative:
This is an additional information report to capture further information provided by the initial reporter. The information provided does not alter the previous investigation conclusion. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the front panel malfunction was confirmed and corrosion was found inside the device¿s block. This was determined to have resulted from the equipment not having received regular maintenance per manufacturer¿s recommendations. It was found that this product was sold in april 2014 and has not undergone repair. It was also determined that poor storage conditions likely contributed to the event. Repair of device and parts replacement were recommended. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to provide device evaluation results and a correction to the report source. The initial report stated the device was not returned/evaluated. However, the device evaluation was completed on 02nov2021. The report source did not include the "foreign" indicator. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The front panel switches were not functioning properly due to a front panel unit failure. This failure was causing brightness problems as the white balance was no longer working. Additionally, the power switch lighting was also faulty. Furthermore, the chassis, front panel, and video connector all appeared to have corrosion present. A connection was still possible; however, a lot of noise was accompanying the image. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
As noted , the unit does begin to operate normally after a few seconds, the customer simply preferred to alert olympus before the situation deteriorated any further. At this time, the device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that when turning on the evis exera iii video system center, the front panel begins flashing for a few seconds. Reportedly, after flashing for a few seconds, the device returns to normal operation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.